Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 4/16/2024 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 08:07:22 on (B)(6) 2024. At 00:34:27 on (B)(6) 2024, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was af @ 80 bpm with CPR/electrode lead fall off. The patient was in vf for 28 seconds before receiving the defibrillation. At 00:36:06, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. The patient was in vf for 34 seconds before receiving the defibrillation. At 00:38:45, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The patient was in vf for 2 minutes 31 seconds before receiving the defibrillation. CPR/electrode lead fall off prevented the lifevest from treating the patient. The device was shut down at 00:41:50 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received three non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations. The device was started up at 08:07:22 on (B)(6) 2024. At 00:34:27 on (B)(6) 2024, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was af at 80 bpm with CPR/electrode lead fall off. The patient was in vf for 28 seconds before receiving the defibrillation. At 00:36:06, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was CPR/electrode lead fall off. The patient was in vf for 34 seconds before receiving the defibrillation. At 00:38:45, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The patient was in vf for 2 minutes 31 seconds before receiving the defibrillation. CPR/electrode lead fall off prevented the lifevest from treating the patient. The device was shut down at 00:41:50 on (B)(6) 2024.